Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to high pacing lead impedance greater than 2000 ohms and high pacing thresholds. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).